Event description:
A (B)(6) female pt contacted zoll customer support that her battery pack wasn't holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (battery won't hold charge) has been confirmed. Upon investigation the battery was unable to recharge or power up a test monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.